Event description:
It was reported that the sales rep was alerted of a revision surgery. The patient had rods broken in two places. The cross connector failed on removal, two broken screws mid pedicle and with two xia screw heads that have popped off.

Manufacturer narrative:
Method: device history review;results: device inspection determined that no issue was found with the xia s/s polyaxial screw. Conclusion: no issues identified with the device.

Event description:
It was reported that the sales rep was alerted of a revision surgery. The patient had rods broken in two places. The cross connector failed on removal, two broken screws mid pedicle and with two xia screw heads that have popped off.